Event description:
It was reported that the patient underwent an open reduction internal fixation of the distal tibia on (B)(6) 2012. Patient returned on (B)(6) 2013 for treatment of nonunion. Fracture site was opened and hardware was removed. Nonunion site was prepared and ankle joint was prepared for fusion, fixator plate, and screws. Antibiotic cement was placed in nonunion site. Patient will return in six weeks for bone graft procedure of nonunion site. This report is for an unknown screw. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 15 unknown screws. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.